Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t wave oversensing was observed on the ventricular channel during implant. Patient was asymptomatic. Programming changes were made. Patient was stable before, during and after procedure. Device remains implanted.